Event description:
It was reported via repair work order that there was a reduction in brake force due to 4 broken casters stem and cracked braking lever. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.